Manufacturer narrative:
The returned device was evaluated and there was blood was noted on the adhesive pad. The linkage assembly was noted not to be fully retracted, and the formed needle could be seen in the exposed portion of the soft cannula. Once the housing was removed, the linkage assembly retracted. It could not be determined if this defect contributed to the bleeding or bruising. The exact cause of the reported bleeding and bruising could not be determined.

Event description:
It was reported that the patient stated she had a pod that was bleeding and starting to hurt a bit while wearing the pod between 2 and 36 hours on the leg. The patient stated it's rare for her to have bleeding and bruising but she has had it before. No further details.